Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting into a car accident, with no injuries to either party. The customer reported having blacked out for the period leading up to the accident. The customer reported having a blood glucose value of 14 mg/dl. When paramedics arrived at the scene of the accident. The customer reported having a blood glucose value of 400s mg/dl. Upon release from the hospital, and stated it was due to being off pump therapy per hospital recommendations. The customer reported seeing a physician about the insulin pump's settings and that the settings were fine, that there was no malfunction. However, the customer declined troubleshooting. No further information was provided.